Event description:
It was reported that the pump intermittently shut off unexpectedly. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.